Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd nexiva closed IV catheter system to deliver the chemotherapy medication doxorubicin, the medication leaked from the silicone hub of the device and the patient's skin was exposed to it. The patient was subsequently treated with the medication savene.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic analysis revealed that the returned unit consisted of the catheter adapter/extension set, that there were traces of bodily fluid/medications within the unit, and that the wedge and septum assembly were installed properly. A water/air leak test was performed and no leakage was observed. The unit was dissected and the septum was microscopically observed. This revealed coring of the primary septum, that the septum split was present, and that the insertion point of the cannula was aligned with the septum split location. A review of the device history record and quality notifications revealed no abnormalities during the manufacture of the reported lot number 5016617. Conclusion: the defect of leaking at the septum with nexiva was not confirmed with the water/air leak test. However, the unit was dissected and observed there was coring of the primary septum which would allow the unit to leak. Coring of the septum is the cause of the leak. However, the root cause of the core is due to multiple variables such as cannula geometries (designed and manufactured) and septum characteristics (designed and manufactured). Controls are in place to ensure that the defect does not exceed acceptable limits. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.